Manufacturer narrative:
The technician found the trans-link was broken on the head end of the stretcher. The technician replaced the trans-link to repair the stretcher.

Event description:
Information received indicates the head end brake is not holding. The foot end brake is fine.